Event description:
It has been reported that the patient received a metasul head generic in (B)(6) 2004 (exact date not reported). The patient is currently being monitored due to high cobalt chrome concentration in the blood. For data entry purposes, the first day of the month of the implantation that was given will be entered ((B)(6) 2004).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Should additional information become available and/or the devices be returned for evaluation and an investigation result will be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) will consider this case as closed. Zimmer reference number (B)(4).